Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 13-mar-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving the lead, high impedance was observed on the day of surgery with impedance values reported as 40,000 on all contacts. Contacts 6, 7, and 8 showed connection issues, and swapping where the leads were plugged in showed the same connection issues in mirrored fashion. The tail of the wires was wiped with wet gauze and then dry gauze, and an anchor suture was cut; after the anchor suture was cut, contact 8 intermittently showed no connection issue, but later showed connection and impedance issues while incisions were being sutured. Multiple contacts were flagged as ¿do not use.¿ the physician elected to leave the paddle in place and planned to check connections and impedances post-operatively, and the issue was reported as ongoing. No patient injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.